Event description:
According to the distributor's report, the device was used to close a laceration of the eyelid. During the application, the adhesive contacted the eye and partially glued it shut. Ophthalmic ointment was applied for two weeks and the eye had not opened any further. The pt was referred to an ophthalmolgist and the eye was reported completely open 3/16/2000. No other consequences were reported.